Event description:
During a clinic follow-up, an increase in the pacing impedance were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.